Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 1/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 1/08/2016 with the following findings: a review of the pump black box data showed unexplained pump reboots. The pump reboots were duplicated with the returned battery cap. During a visual inspection of the pump, it was observed that the battery compartment was cracked on the side at the threads and cracked above and below the bumper pad. A test battery cap was used to complete the investigation and it was able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated during this time. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial complaint, the display screen was observed to have a pinkish contrast and the returned battery cap had stripped threads and was unable to fully attach to the pump.